Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log found the presence of multiple events of ¿downstream occlusion!¿ alarms however the history log cannot be used to distinguish true and false alarms. The reported symptom was not reproduced during evaluation. The evaluator found the pump to function as intended with respect to the reported symptom. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no known patient involvement. No additional information is available.